Event description:
The pt presented to cardiac operating room 3, the morning of thursday, (B)(6) 2015. The pt was prepared per usual for her valve and coronary bypass surgery. Perfusionist on the case, prepared the cardiopulmonary bypass circuit and cardioplegia circuit per usual. He was planning to use microplegia for this case. All circuits initialized, primed and responded appropriately. Once the preliminary pt surgical preparations were complete, the pt was given heparin and the bypass and cardioplegia circuits connected to the pt. Following a safe level of anticoagulation measured with the act system, perfusionist commenced bypass. Once all vents and delivery lines were placed, pump flow was lowered and a x-clamp placed across the aorta. When perfusionist attempted to deliver cardioplegia to the heart, the quest mps cardioplegia pump would not pump and gave and insufficient delivery pressure alarm. He checked a couple of key cardioplegia connections and tried again. Then he saw an internal error alarm. Perfusionist reported the problem to the primary surgeon for this case, and stated that he would not be able to deliver cardioplegia with the pump due to pump failure. With the pt still warm enough, the heart not arrested and still beating, it was decided to bring the pt off bypass with a stable pressure and rhythm. The available perfusionist for the morning, was immediately called. It was agreed with both perfusionists that the quest cardioplegia pump was inoperable. Perfusionist ran to pull another quest pump off on the one heart and lung machine currently not in use. Perfusionist brought the other quest pump into operating room 3. Perfusionist had since removed the disposable set from the inoperable quest pump, clamped and removed the water lines, and pulled the quest pump from its heart and lung machine position. The replacement pump was carefully positioned on the heart and lung machine, water lines attached, and the quest disposable circuit attached to the replacement pump. The replacement quest was turned on. It went through its 2 minute self-testing phase. After passing its startup testing, perfusionist had it resume the case, and tested the quest pump delivery to make sure it was working. It was determined it was working properly. Within 12 minutes of the initial failure, perfusionist reinitiated cardiopulmonary bypass, and following aortic x-clamping, successfully delivered the cold cardioplegia solution, which properly stopped the heart beat and protected the heart. Additional dose of cardioplegia were delivered throughout the case per usual, and the pt successfully came off bypass following the planned corrective procedures. The pt's post bypass procedure was uneventfully completed and the pt experienced her post-operative course with no known ill effects from the quest pump failure. The inoperable quest pump was removed from svc and tagged. A loaner quest pump was overnighted, rec'd, and put into svc the next day. The inoperable quest pump was evaluated within a few days by a quest svc rep.